Event description:
It was reported via repair work order that it was alleged by the customer that the power-load has had intermittent issues unloading a cot in both powered and manual modes due to a deformed foot end transfer lock plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.